Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient experienced electrocution/electrical shock, after which the pump stopped working. It was indicated that there was no patient injury. No rotor or dye studies were performed. Pump logs obtained on 2015-02-09, dating from "(B)(6) 2018" to "(B)(6) 2019", indicated that a motor stall occurred on "(B)(6) 2019" at 01:07 with a recovery the same date at 01:46 and a motor stall on "(B)(6) 2019" at 03:48. The following day, at 00:58, "pump stopped due to stop command", and "pump stopped due to off state" messages were logged. On "(B)(6) 2019", at 03:48, a "stopped pump period may exceed tube set" message was logged. The damaged pump was replaced on the date of this report. Following the pump replacement, the patient recovered without sequela. As of that date, everything was working normally with the new pump.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.

Event description:
It was reported that a pump motor stall occurred and was confirmed by the event logs with no motor stall recovery recorded. On (B)(6) 2015, the patient suffered and electrical shock from working with electricity at work. The patient was shocked by 110 volts and did feel the shock in his body. A pump alarm had been sounding every 30 minutes since. The critical pump alarm was set to every 30 minutes. Pump logs were read on (B)(6) 2015 and a motor stall occurred on (B)(6) 2015 at 16:43 and did not recover. The patient was experiencing withdrawal symptoms of shakiness and increased pain. The patient was also receiving oral narcotics. The patient was in the clinic and the pump was programmed to stopped pump mode and was showing that it had been stopped for 20 hours and 32 minutes. Pump off state was considered and the password was provided; however, it was undecided at the time of the report if the pump was to be turned off prior to replacement. The pump was scheduled to be replaced on (B)(6) 2015. Patient outcome was unavailable at the time of the report. The device system delivered hydromorphone and bupivacaine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).